Manufacturer narrative:
This report was intended as a follow up to initial report 2531491-2019-00002. However, upon attempt to submit follow up on 09/10/2019, it was found that the initial report from 07/17/2019 failed transmission to FDA esg. Therefore, this report is being submitted as an initial report and documented evidence of attempt to submit medwatch 3500a form during initial 30day reporting period has been attached. During the period of time between the initial report and this follow up report, no additional information was received to change any information contained in the report dated july 17, 2019 regarding the event or patient condition. In this follow up report, the following information is different from the initial report as evaluation of the device was completed: device evaluated by manufacturer: yes (evaluation had not been completed at time of initial report).

Event description:
Urgent care reported that they had a patient present with uti symptoms, but the urine analyzer was showing false negative results for leukocytes. When the same sample was read visually with a new strip, there was more than 1 color block difference between the analyzer and visual read results. The analyzer was negative for leukocytes and visually was a 2+. The customer has not taken any medications that could interfere with the test, and the strips were not discolored out of the container. The urgent care has tried 2 different canisters of strips of the same lot and the results are the same. The controls were not expired and were stored properly in the fridge, and when tested they passed for strips from both canisters. The sample has also been re-tested and the results are the same (analyzer negative for leukocytes and visual read positive for leukocytes). The urgent care has reported that they clean the strip tray regularly and have also cleaned the hexagonal head. Pictures were provided showing the visual read results compared to the analyzer. Patient has signs of uti but there is no report of injuries.